Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the child experienced an intermittent signal and buzzing sounds in 2007 at home and reported this to the clinic on two days later. The clinic issued a new coil and cable. The symptoms improved until 7 pm that evening when intermittency returned. All external equipment was exchanged on the following day, which appeared to improve symptoms for a short duration. Testing carried out at that stage which confirmed that the device has malfunctioned.